Event description:
The complainant reported that during patient support with the impella 5.5, the placement signal and left ventricular (lv) waveform displayed pressures significantly higher than the patient¿s arterial pressure readings. The placement signal measured 206/117 mmhg, the lv pressure measured 213/79 mmhg, while the patient¿s arterial line pressure remained consistent at 132/84 mmhg. It was reported that the elevated placement signal readings changed when the patient sat forward in the bed. After several minutes, the patient reclined, and the placement signal decreased to expected values that aligned with the arterial line pressures. No signs or symptoms of patient injury were reported, and no harm occurred as a result of the event. At the time of this report, the patient continues to be supported by the impella 5.5.

Manufacturer narrative:
A2. Patient age at the time of event is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The investigation is still ongoing.